Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Operative diagnostic laparoscopy - "removed scissor from trocar and scissor was placed on pt. Scissor began to spark and smoke while on pt leaving a burn mark on pt lower right quadrant." Pt status: "stable."